Event description:
It was reported that the connecting tube was found broken during reprocessing. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause could not be determined. However, the investigation presumed that connector of connecting tube was unable to be connected as external stress was applied to the tube, which broke the connector. As a cause of external stress above, the user may have applied force toward incorrect direction. Olympus will continue to monitor field performance for this device.